Manufacturer narrative:
The insulin pump alarmed after battery change due to voltage leak on the interface board also, unable to complete functional test due to unexpected restart alarm. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No unexpected blank display noted during testing. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump would repeatedly alarm unexpected restart error. The patient's blood glucose at the time of incident is unknown. The battery was changed but the insulin pump screen went blank and then began a countdown. The insulin pump will be returned for analysis.